Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed and was determined to be use-related. One 22 ga powerglide pro was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned powerglide pro. The distal portion of the catheter appeared bunched. The safety mechanism was advanced approximately halfway down the needle shaft. A microscopic observation revealed the proximal end luer of the catheter to be attached to the needle shaft. The distal portion of the catheter break was observed to be attached to the advanced guidewire. The break site was observed to have striation-like patterns, and a chevron-shaped break site. The needle was observed to be broken at the flash notch location. The break site of the catheter is consistent with damage caused by pulling back the catheter along the needle, which can cause the catheter to split at the needle bevel. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. Collectively, the damage suggested that insertion was attempted against resistance, combined with lateral stress which damaged both the needle and the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that catheter sheared off and patient wound up going to the or for removal of sheared catheter. Additional information received on 21aug: it was reported the event occurred during a weekend, so the vascular surgery team was called in and took the pt to the operating room. In the operating room, they performed a cut-down procedure and foreign object removal. The product was severely deformed but removed in its entirety.

Event description:
It was reported by customer that catheter sheared off and patient wound up going to the or for removal of sheared catheter. Additional information received on 21aug: it was reported the event occurred during a weekend, so the vascular surgery team was called in and took the pt to the or. In the or, they performed a cut-down procedure and foreign object removal. The product was severely deformed but removed in its entirety.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.